Event description:
The customer reported that the device alarmed. A review of the device history showed multiple n56 (replace battery) and n252 (depleted battery) alarms. The device powered up and displayed the battery depleted message with an empty battery icon. The device was connected to ac and a message to keep device plugged in was displayed. The device passed the self-test on a/c. When the device was disconnected from a/c , it displayed a depleted battery message and powered off. A new battery was installed and change battery option was keyed . The device then passed testing. The complaint is confirmed and the probable cause was determined to be a combination of depleted battery and change battery not keyed. The complaint was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.